Manufacturer narrative:
Velosorb product were labeled as non-sterile and intended for shipment to the contract sterilizer but were inadvertently shipped to the distributor. Riverpoint placed an immediate hold on manufacturing and distribution of the velosorb product and a device recall (z-0048-2021). Corrective actions were taken by riverpoint to prevent incorrect shipping of non-sterile product.

Event description:
Velosorb products were labeled as non-sterile and intended for shipment to the contract sterilizer but were inadvertently shipped to the distributor. Products were further distributed to customers. Riverpoint placed an immediate hold on manufacturing and distribution of the velosorb product and device recall z-0048-2021 was initiated.